Event description:
It was reported to philips that the device experienced a shock failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a shock failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a shock failure during operational testing. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. It was noted by the fse that the j22 connector on the processor pca had broken off. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and it was discovered that the j16 connector had lifted pins. Once installed in an mrx test fixture, functional testing was performed and it was verified that the device output fell outside of product specifications due to the damaged j16 connector. Upon conclusion of the evaluation, the reported problem was confirmed and the processor pca was found to be faulty. The evaluation data was recorded and the component was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a shock failure during operational testing. There was no patient involvement.